Event description:
Laerdal medical as received an anonymous response to a post-market surveillance survey that had been distributed to norwegian healthcare professionals. A respondent, who identified themselves as a paramedic in norway, reported that a patient has received lung damage as a result of bag-mask ventilation (i.e., using a manual resuscitator). The respondent was asked to answer the survey questions based on the laerdal pediatric resuscitator that they used most frequently over the last 12 months, which was the laerdal silicone resuscitator (lsr) preterm model, intended for patients below 2.5 kg. They state the cause of the lung damage is uncertain but possibly related to the use of the pop-off/pressure relief valve. The date that the incident occurred is unknown, but the respondent has indicated they have used pediatric devices in the last 12 months. No further information about the incident, including the patient outcome or health impact has been received. It cannot be confirmed whether the lsr preterm, or any laerdal device, was the device used in the incident.

Manufacturer narrative:
As the respondent did not choose to provide their contact details, laerdal cannot follow up or obtain any more information about the incident. The manufacturer's investigation will be concluded based on internal information and evaluation of the risk management file.